Manufacturer narrative:
Device evaluation confirmed the reported issue as the tip was observed to be sharp, deformed and broken off. The red dot on the release button was found missing. Device history records were reviewed and showed the product met all specifications upon release. Based on device evaluation results, the reported failure was most likely due to user mishandling. As stated in instructions for use (IFU) advises "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the device handle was found damaged, the tip was found broken. There were no further details provided regarding the reported event. No patient involvement reported. No user injury reported.